Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date is june 10, 2021, not june 16, 2021 as reported in initial MDR.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. It was also found that the device couldn't start up due to the main board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the device repeatedly restarted due to the failure of main board or power supply board. It was also presumed that the device couldn't start up due to the main board failure. The main board failure might be due to deterioration since it was manufactured 12 years ago.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the device repeatedly restarted. There was no report of patient injury associated with the event. The facility finished the case with another similar device. It was also reported that the subject device was used in combination with the otv-s7 and clv-s40.